Event description:
For six months, the user experienced an ongoing issue with high creatinine results which did not fit the diagnosis of the patient. The user provided results for only one patient. This patient was tested on (B) (6) 2010. The initial creatinine result for this patient was 86.2 umol/l. The same sample was retested and gave a result of 64.9 umol/l. No information was provided to determine if any patients were adversely affected. The creatinine reagent lot number was 62854901. Investigation is ongoing.

Event description:
Customer reportedly obtained result of 365 mg/dl and 142 mg/dl on the advantage system within 10 minutes. An additional comparison reports results of 204 mg/dl and 69 mg/dl on the advantage system within 10 minutes. Customer drank juice based on 69 mg/dl results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No patients were adversely affected by the event.

Event description:
It was reported that a pt underwent a sling procedure between (B)(6) 2007 and (B)(6) 2009. The pt presented with a mesh erosion after the twelve week time point and before the one year post-operative visit. No further info was provided relating to this event.

Manufacturer narrative:
Investigation of the event determined the issue might have been caused by reagent carry-over in combination with insufficient maintenance. Recommendations were made to change the priority in the test processing sequence list, perform and check the fluidic system, check the maintenance status of the analyzer and addition of an extra wash cycle. No patients were adversely affected by the event.